Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime/ compromised force sensor system test. However, the pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to perform the excessive no delivery test due to the motor error alarm. They were also unable to verify the excessive no delivery alarm due to the motor error alarm. There was no rewind anomaly noted. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was trying to change the reservoir on the insulin pump and it would only rewind for 2 seconds and then put the reservoir in lock position. Customer's blood glucose was 220 mg/dl. Customer stated that the pump is alarming no delivery and not rewinding completely. Customer tried to prime with a pen since he had no plunger and it was giving a no delivery alarm. The pump did not rewind totally and customer was advised to revert to a back-up plan. Customer also had a motor error alarm on the pump.